Manufacturer narrative:
Upon receipt of the returned product sample, it was visually examined. One used customized tracheostomy tube was received. No visual anomalies were noted. Functional testing was performed, and the cuff inflated and deflated as expected. This process was repeated 10 times in total with consistent successful results. Leak testing was also performed and found no leaks. The reported issue could not be confirmed. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Initial reporter noted an invalid lot number of 2887399. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the cuff of a portex® bivona flextend¿ tts¿ pediatric custom tracheostomy tube still inflated after the pilot balloon completely deflated. The fault was noticed within a week of the tracheostomy tube being placed. No patient injury was reported. See MFR: 3012307300-2017-01126.